Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a poor refraction after an intraocular lens (iol) implant procedure. The patient cannot read after the implantation. Additional information was provided indicating that laser was discussed with the patient for a secondary cataract. Further information has been provided indicating that the iol was implanted into a clinically healthy eye (right eye). During the first four postoperative months, the patient did not have complaints. There is only one alarming point - angiography of both eyes was performed and the uneven microcirculation in the right eye with pronounced areas of ischemia was observed within the normal range for all other parameters of the eyes. Approximately 15 months postoperative the patient had a laser of the posterior capsule performed due the patient experiencing blurry vision. "Lacks" near vision (cannot read, cannot work on a computer). The doctor assures that the iol is centered; upon examination with a slit lamp, no defect of the iol was detected. The condition of the optic nerve is normal. During the examination, the patient, being distracted from the goal - ¿read¿ can read the text lying on the table in front of her, but if you give in hand and ask to read - she complains about the impossibility of completing the task. (The doctor associates this with psychosomatics). According to the doctor, the operation was carried out according to the standard protocol. There are two medical device reports associated with this patient. This report is for the right eye.